Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 15-apr-2024, it was reported that on 01-aug-2023, the patient experienced that the infusion set cannula was kinked. The blood glucose level of the patient was 350 mg/dl and had trace of ketones. Within 3 or more hours of abdomen insertion customer noticed symptoms, that the site area was red and irritated additionally, location site was regularly rotated, and the infusion set was used for about 12 hours. The patient changed infusion set and did a correction bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-01824 - device 4 of 4.